Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a hernia repair on an unknown date between the end of 2013 and the beginning of 2014 and mesh was implanted. Approximately 3 to 4 years post-operatively, the patient experienced a hernia recurrence and underwent an additional mesh removal procedure. The surgeon opines that the mesh had extremely shrunk. Additional information has been requested.